Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited rf telemetry issues. It was noted that the wireless transmitter was not reading data from the patient¿s device. A device download was performed successfully and the telemetry issue was resolved. The patient was not symptomatic and was stable throughout. The patient will continue with regular follow-up.